Event description:
It was reported that the patient never experienced therapeutic effect or received good results with the device since it was implanted. Additionally, the patient had double vision last week, the week of (B)(6) 2012. The reporter stated there was no known accident or incident related to this complaint. The patient also experienced an issue with their left arm. It was not possible to recreate the double vision with reprogramming. The manufacturer representative stated that the hcp was considering lead revision if adjusting the patient's medication does not help. CT scans were taken but revealed no anomalies. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v680690, implanted: (B)(6) 2011, product type lead.

Event description:
Follow up information received reported that the patient was reprogrammed at which time his symptoms resolved. The patient was reported as doing fine.